Event description:
Status post-liver transplant pt returned for tube change as scheduled. It was noted on fluoroscopy that two 14 french biliary catheters had distal portions broken off and already in the small bowel. It was determined that peristalsis would move the retained fragments through the bowel. This is the third such event for this pt. Note: this is the 10th such occurrence for this device failure.